Event description:
Revision surgery - dr. Resurfaced the patella and converted pt to a 4x10 vvc.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-01122; 343-13-705, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.